Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pts right coronary artery. Upon negative prep of the device, it was reported that blood was observed throughout the device. In response, the sds was withdrawn from the pt. However, upon withdrawal the stent was observed to be missing from the balloon catheter. The location of the stent could not be determined. There were no reported attempts made to retrieve the stent. Subsequently, another sds was utilized to successfully place a stent at the target lesion. There were no add'l complications reported relative to this event.

Manufacturer narrative:
The functional testing conducted as part of the product evaluation found the device to operate according to the product specifications. The results of the product evaluation suggests that the cause of the reported event was due to the prepping of the sheath port rather then the inflation port. Cordis has initiated corrective action relative to reports of this nature determined to be caused by operator confusing the sheath port with the inflation port. A vented cap will be assembled onto the y-connector in order to distinguish the inflation port from the sheath port. A PMA supplement has been conditional approved by the FDA. This change will be implemented upon satisfying the conditions requested by the FDA.